Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. Caller reported they had issued during a procedure where they had monopolar pairs being less than 50 ohms after a lead and ins replacement. Caller stated substantial troubleshooting was performed. Caller reported they replaced the ins again which resulted in monopolar impedances clearing but then contacts 1, 2, and 3 had issues. They replaced the handset and all impedances resolved. Caller is returning ins, handset, and communicator. Caller reported there was no issues with the lead or ins, the healthcare provider scheduled the lead revision because the lead was originally placed before the lead placement guidance rolled out and because the battery was dead so it was a good timing to replace the whole system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was brought into the operating room for a lead revision with battery replacement. The lead and the ins were replaced. When checking impedance, there was an impedance issue where a case combination was seen with both negative and positive outcomes. Troubleshooting was performed but each time that the impedance was run, the issue with combinations was seen. The communicator with the smart programmer was then replaced and the impedance came up negative. The healthcare professional decided to implant a new ins. The impedance was then checked and resulted with positive and negative impedance again. The smart programmer was then replaced and the impedance was run again and had all positive outcomes. The devices were return for analysis. No further complications were reported.

Manufacturer narrative:
Fdc code corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative clarified that the impedance issue was that all combinations with the case was coming up at 50 ohms. The representative noted that the physician had stated that they had no further information. There were no further complications reported or anticipated.

Manufacturer narrative:
Product analysis #703531314:analysis information -- 2020-04-08 15:30:00 cst pli# 20, product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.